Event description:
It was reported that the patient had telemetry issues. The patient lost therapy on (B)(6) 2014. The patient had zero coupling bars but was able to charge to full. The manufacturing representative met the patient on the day of report and was unable to communicate with the physician programmer, implantable neurostimulator recharger (insr), or patient programmer. The manufacturing representative tried a short physician mode recharge (pmr) and antenna locate test. They were still unable to communicate. When the manufacturing representative did the antenna locate test he was unable to get a change in the numbers. The antenna locate indicated that the implantable neurostimulator (ins) was too deep. The patient had a full charge on (B)(6) 2014 but was unable to turn on therapy. The patient had a surgical procedure on the day of report to move the ins location. The patient was a paraplegic and was in a wheel chair. The current location of the ins made it difficult to recharge and they went to place it in a better location for recharging. They were going to move the device from their abdomen to his chest near the clavicle bone. Later it was reported that the doctor thought that the patient had gained weight which was making it hard for the battery signal to be picked up. No reprogramming was required. X-rays were taken. Later it was reported that the battery was replaced and the pocket was moved. The patient was receiving proper stimulation after the procedure.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3998, lot# va05bej, implanted: (B)(6) 2013, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).